Event description:
It was reported that the patient complained of feeling consistently dizzy. Exit block was noted. The patient later complained of pocket stimulation. Capture and sensing anomalies were observed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.